Manufacturer narrative:
This report is made based on the results of investigation completed on 05/31/2011. Recall 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration and the force sensor flex connector was found to be partially torn. A review of the device history record confirmed that the pump was operating within specifications at the time of release.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.